Event description:
Per the clinic, the patient developed tinnitus with device use. The device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
(B)(4). This report is filed (B)(4), 2012.